Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic on the front of the branch was melted. Intuitive representative was present and asked that the instrument be returned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not replicate nor confirm the complaint "the plastic on the front of the branch is melted". The instrument was found to have a torn jaw cover at the distal end. Additionally, the jaw cover appeared to be twisted inward, giving the appearance of being melted; however, no evidence of thermal damage was observed. It was also confirmed that there was no material missing from the jaw cover.

Event description:
Refer to h11 for follow-up information.